Event description:
It was reported that during a percutaneous coronary intervention (pci), stent damaged occurred. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca) middle. The lesion length was 70mm. After pre-dilation with an unspecified balloon, the promus element stent 3.00x28mm was advanced but failed to cross the lesion. A non-bsc child catheter was used in an attempt to have the stent cross the lesion. However, the device failed to cross the lesion. During withdrawal, resistance was felt and the mid portion of the stent strut became lifted up. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).